Manufacturer narrative:
(B)(4) date sent: 3/25/2016. Information was not provided by the contact. Batch # (B)(4) the handpiece was received in good physical condition. Upon visual inspection it was observed that the nose cone inner gray ring was cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and it was found that the moisture indicator was positive. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the handpiece has chipping on the handle, discovered during cleaning. No patient involvement occurred.